Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer and information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: contact failure due to damage in the terminal of the output socket. Olympus will continue to monitor the field performance of this device.

Event description:
The issue was found during a diagnostic endoscopy which was completed with a similar device. While the customer noted the procedure time was extended, they also noted there were no complications for the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of an error code was confirmed but the intermittent video display could not be confirmed. The device evaluation found defective contact pins on the output socket which caused a loose contact in the plug connection. Additionally, the front panel was damaged, the lamp chamber was damaged, the main lamp was used for an excessive duration, and a non-approved lamp was installed within the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii xenon light source was cutting out video output and displaying a b30 communication error code. There were no reports of patient harm.